Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. It was reported that the pump locked without user intervention and was not able to be unlocked using the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: there was no visible damage to the keypad and all of the keypad buttons responded properly. The pump was able to be successfully unlocked by pressing the up and down arrow buttons simultaneously while the word ¿locked¿ was displayed on the screen. There was no contamination or damage found on the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.